Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as patient made an unspecified mistake. On the same day as the event onset date, the patient was hospitalized for the event and was treated with amikacin injection (25mg, once a day, for 4 days, discontinued and route was not reported), cefazolin injection (500mg, intraperitoneal, for 4 days, discontinued and frequency was not reported) and vancomycin injection (125mg, intraperitoneal, for 4 days, discontinued and frequency was not reported) for peritonitis. After four days from the event onset, the patient was discharged from the hospital and was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.